Manufacturer narrative:
It was also reported that conmed patient return electrode (pre) was used during the procedure. The type and size of the pre is unknown. The grounding pad was placed on the left thigh which is not the recommended location for placement. Additional information obtained about the settings on the rf generator: power/wattage: 70 w. Total ablation procedure duration: 1247 seconds. Duration per ablation: 10-60 seconds. The carto system and a navistar thermocool catheter were also used during the procedure, whose lot no. And serial no. Are unknown. The lab personnel also stated that the anesthesia department was using warming blankets which may have caused the patient to perspire, lifting the patches and cause the burns. Investigation is still in progress and a supplemental will be submitted.

Event description:
It has been reported that upon completion of an atrial flutter case, no burns were noted. Pt recovered for 1.5 hours with no signs of skin damage. Burn was later discovered on left thigh where grounding pad was previously placed. The burns would be classified as 2nd to 3rd degree burns. The burn required silvadene cream and routine dressing changes. The patient was treated by plastic surgery for possible debridement and split thickness skin graft. No skin graft was required for follow up visit. The patient has fully recovered.